Event description:
It was reported that during a sub total gastrectomy procedure, unable to approximate the anvil to the shaft of the device. Exchanged the anvil from a new package of the same device. No pt consequence.